Event description:
It was reported that during routine testing of the external pulse generator (epg), the biomedical engineer found that the device needed a lower case and associated parts. The epg was returned for repair. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the upper and lower cases were broken. Analysis also found the battery release contaminated, two side bail covers missing and one glued into place, the ring cover, four case screws, the ring cover screw, two side bails and the ring missing and the keyboard pad damaged. (B)(4).